Manufacturer narrative:
The device involved in this event is being held at the hospital.

Event description:
Treatment of a right parietal avm. It was reported during contrast injection, the catheter burst and separated upon removal. The broken segment was successfully removed with a micro snare. No patient injury reported.